Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. It was stated that the infusion set was changed prior going to the hospital and her glucose levels continued to rise. Troubleshooting was performed and the insulin pump passed the required tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.